Event description:
Customer reported patient had tooth #15 extracted recently by a general dentist. It is questionable whether they elevated up against #14 implant crown when they removed #15. The patient has bone loss only on the distal aspect of the implant, #14. It is questionable if they may have removed some bone in this area when removing tooth #15. We don't know if this for a fact- or just coincidental that after #15 was removed the implant #14 became loose and had to be removed due to bone loss.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.